Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent electrical testing determined the lead was electrically continuous. Mechanical testing was unable to be performed due to dried blood and body fluid in the tip area prohibited helix function. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of loss of capture, helix extension issues and dislodgment. However, available evidence suggested a primary failure likely occurred.

Event description:
Boston scientific received information that this patient visited the emergency room due to a perforation attributed to the right ventricular (rv) lead. During the visit, it was noticed that this right atrial (ra) lead exhibited loss of capture and was later found dislodged as confirmed via fluoroscopy. A revision procedure was performed wherein the physician attempted to reposition the lead several times but the helix could not be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.